Manufacturer narrative:
(B)(4)

Event description:
It was reported that merlin.net transmission had revealed the right atrial lead exhibited high impedance and high capture. No intervention was performed. No further information was available.